Manufacturer narrative:
The customer worked with the technical support representative.

Event description:
It was reported to philips that a power message is displayed. There was no patient involvement. The customer worked with the technical support representative. Technical support determined the issue was caused by dirt on the device battery contact, which caused a contact failure, which hindered charging and control of the battery, and requested cleaning of the battery contact. The battery contact was cleaned. This action resulted in the device meeting the specification for the performed service and is returned to use.